Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed without further issues with the new set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. No damages on the energy connectors were observed. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.95 l/min m2 of flow rate was registered during the test as the pad was noted as crushed. Right chest pad: a total of 2.43 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 2.54 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 3.50 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be out of specifications on the left chest pad as the flow rate must be above 2.4 l/min m2. The other pads were found to be within specifications. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.